Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al1397 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a matricectomy procedure on (B)(6) 2019 and suture was used. The surgeon made the hole in the nail with an injection needle, then when passing the thread, the needle warped and then broke. Another device was used to complete the procedure. There were no patient consequences reported.